Event description:
A surgeon reported that an intraocular lens (iol) was implanted upside down, "with the haptics pointing clockwise instead of anticlockwise". Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because, the reporter did not provide a lot number or any identification traceable to the mfg documentation. Additional info has been requested. (B) (4). (B) (4). (B) (4).